Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this previously abandoned right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This previuosly abandoned ra lead remains capped.